Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with an indeterminate endoleak (possible distal type 1b) from a routine follow up CT scan. Patient is currently treated for sfa (superficial femoral artery) disease by dr. (B)(6) at (B)(6) hospital. The patient initial implant was done on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical in (B)(6). Physician did a reline on (B)(6) 2018 because he was suspicious of a distal type 1b endoleak. Patient's sac growth had shrank, but physician decided to reline anyways. The final angiogram appeared to look better after the procedure. Patient doing good post op.

Manufacturer narrative:
Based on the provided information clinical analysis confirmed the reported type ib endoleak of the right common iliac artery. The root cause for the type ib endoleak is most likely user related (use of concomitant stent in the right iliac artery with loss of appropriate overlap). Procedure related harms for this complaint could not be determined. The final patient status was reported to be stable post a successful secondary endovascular procedure. Additionally, clinical analysis identified evidence to reasonable suggest crown separation occurred that was not included in the event as reported. The crown separation was discovered during review of the 56 month post implant CT scan. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.